Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -13 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction of irido-corneal angle. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: h6: health effect clinical code: "4581 - shallow anterior chamber" should be added. H6: medical device problem code: "1494- off label use: pre-existing progressive myopia" should be added. B5: the reporter indicated the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -13.0 into the patients left eye (os) on (B)(6) 2023. The patient experienced an excessive vault, significant reduction of irido-corneal angles and a "shallow ac".on (B)(6) 2023 the lens was exchanged with the same model and power, shorter length and the problem was resolved. The reporter states the cause for this event was unknown and the device failed to perform as intended. Cause details provided: "after implanting the lens , the dr found an excessive vault , shallow ac , irido corneal angle reduction, so he replaced and problem solved". Claim#: (B)(4).